Event description:
It was reported that the catheter was placed for routine ob use. During the removal of the catheter from the patient, it separated with a piece approximately 4 1/2cm remaining in the patient. The patient was discharged since they were not experiencing any pain, and since they were not experiencing any pain, and there were no additional complications.

Event description:
It was reported that the catheter was placed for routine ob use. During the removal of the catheter from the pt, it separated with a piece approximately 4 1/2cm remaining in the pt. The pt was discharged since she was not experiencing any pain, and there were no additional complications.